Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of patient a detached sensor wire on (B)(6) 2015. The distributor reported no injuries or medical intervention.

Manufacturer narrative:
(B)(4).